Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Onsite functional and visual examination was performed by a manufacturer representative. The computer was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the software occasionally has no response. There was no patient present when this issue was observed.

Manufacturer narrative:
Medtronic received information that the mouse of the navigation system was unresponsive to prompts from the user as the application software could not progress or regress. It was noted that the computer could not complete shut down processes due to the reported issue.